Event description:
Patient was administered a 50 mcg bolus of fentanyl via the patient's IV fentanyl drip. IV pump was under-infusing the patient's IV fentanyl due to questionable volume remaining in the fentanyl bag.